Event description:
It was reported that during central processing after a da vinci-assisted radical prostatectomy surgical procedure, the maryland bipolar forceps was found to have the cover of the wire peeled off. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The customer confirmed that the damage occurred while the instrument collided with other instrument during the procedure. The black insulation stripped with exposed wire. Arcing was not observed. There were no signs of thermal damage at site of where breakage was. Additionally, no loss of cautery was associated with broken black cable. The patient had no injury/ harm. No fragment fell inside of the patient. After the completion of the procedure, the instrument was not inspected for damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of an image provided by the customer was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: this looks like damaged insulation on the conductor wire. A review of the instrument log for the maryland bipolar forceps (part# 420172-17/ lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on 20-apr-2022 via system serial# (B)(4). There were 8 uses remaining after this last usage. This event is being reported because the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint that the "wire cover was peeled.¿ failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation. Visual inspection found the wire exposed. The instrument passed electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in al directions. The grips opened and closed properly. The instrument was fully functional and released energy normally. Root cause is attributed to a component failure. A review of the procedure logs showed the site performed this radical without lymphadenectomy prostatectomy surgical procedure on (B)(6) 2022 on system serial# (B)(6). A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: this looks like damaged insulation on the conductor wire. Failure analysis (fa) confirmed damaged insulation on the returned instrument. The image was reviewed and the damage at the conductor wire¿s insulation in the photo provided by the customer matches the location of the damage found during fa. No further escalations required for the image review. Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Failure analysis information can be found in the following fields: h6 and h10.

Event description:
Refer to h10/h11 for follow-up information.